Event description:
Customer called stating that meter was reading high. Her meter reported a result of 398mg/dl, compared to hosp results of 135mg/dl. An evaluation of the system was conducted over the phone, which determined that the system was performing within specifications. Customer asked to return meter for further eval, and a replacement was provided. Customer invited to call 24/7.